Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the scs had not worked the same since their fall in 2015. The patient would like to have the implant and leads taken out. They wanted to have an MRI and was wondering about the recovery time after explant. The patient called back on (B)(6) 2016 to request health care professional (hcp) listings as they wanted the device removed and a pump put in because it had not worked the same since the patient fell.

Manufacturer narrative:
(B)(4).

Event description:
A patient who had an implantable neurostimulator (ins) for chronic low back pain and spinal pain reported on (B)(6) 2015 that they had fallen on (B)(6) 2015 and they had not been able to control their pain since. A loss of therapeutic effect was reported. Follow up has been initiated to obtain mitigation effort details and patient outcome. A supplemental report will be submitted if additional information is received.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the patient currently does not have a doctor due to their health management organization. The patient stated that they had previously been sent a set of listings for healthcare provider (hcp)'s but was disappointed. The patient was sent a new list,. The patient stated that they want to have the ins removed because it is not working anymore. The patient repeated previous information, but also stated that during the fall maybe the device was jolted a little bit. The patient stated that the last time they met with a hcp a year ago they stated that the battery had 5% left in (B)(6) 2016. The patient stated that they have been getting a "diowave" laser therapy treatment and can't figure out if any other reason why they are experiencing excruciating pain. The patient wanted to know if it was safe and if it could be doing damage. The patient stated that they are having other therapies combined with the laser therapy including decompression and chiropractic therapies. The patient stated that they can't figure out what's going on. The patient stated that they had uncontrollable pain and no medication will take it away. The patient was forwarded to their healthcare provider as the safety of the laser procedure was questioned. No further symptoms were reported.